Manufacturer narrative:
Device evaluation: the complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4). Review of all complaints of deflation for the period of (B)(6)2019 through (B)(6)2021 related to date opened indicates that two points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of deflation for tissue expander¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported unknown side expander "ruptured 3 months after completion of expansion." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; expansion completed.

Event description:
Healthcare professional reported unknown side expander "ruptured 3 months after completion of expansion." Device has been explanted.